Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024 (sae info) no data was provided for evaluation. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction . B6: relevant tests/laboratory data ¿ correction . G3: date received by manufacturer ¿ additional . H2: type of follow up - correction. H6: investigation conclusion ¿ correction. A2/b3/d4/e1/h4: correction - removed duplicate information from previous supplement (B)(4) due to incorrect entries. H11: additional narrative - correction - removed narrative regarding d9 device - additional information, from previous supplement (B)(4) due to incorrect entry.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed. Data was evaluated and the allegation was undetermined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. (Sae info) no data was provided for evaluation. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2 type of follow up: correction h10 corrected data

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed/failed. A pairing test was performed and passed/failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.